Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded normal limits, measuring at either 534 or 543 mg/dl. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.